Event description:
It was reported that the hospital received the xinrui stents in july this year, with 50 units of batch number ngkn2932 delivered. Among these, 5 stents from batch ngkn2932 caused severe long-term stone formation in 5 patients. The stents remained in place for one month. Surgeons involved: (4 physicians total). This high incidence of calcification has led the department to seriously question the quality of bard stents, resulting in their refusal to include bard stents in the centralized procurement bidding. The calcified stents have been discarded, with only partial images retained for submission to the company. Individual patients required secondary surgery for lithotripsy and stone removal. And the patient was hospitalized. Patient was exposed to hazardous substances, blood, or bodily fluids.

Manufacturer narrative:
The reported event was confirmed - cause unknown. Received 2 photo samples showing the stone formation and the other showing the calcification build up on the stent. Product labeling was reviewed for this investigation and found adequate. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital received the xinrui stents in july this year, with 50 units of batch number: ngkn2932 delivered. Among these, 5 stents from batch: ngkn2932 caused severe long-term stone formation in 5 patients. The stents remained in place for one month. Surgeons involved: (4 physicians total). This high incidence of calcification has led the department to seriously question the quality of bard stents, resulting in their refusal to include bard stents in the centralized procurement bidding. The calcified stents have been discarded, with only partial images retained for submission to the company. Individual patients required secondary surgery for lithotripsy and stone removal. And the patient was hospitalized. Patient was exposed to hazardous substances, blood, or bodily fluids.